Event description:
It was reported while using the bd phoenix¿ nid a patient isolate, e. Coli, was misidentified as shigella. No health impact or consequence reported. Report 1 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella when using phoenix panel nid (catalog number 448007) batch number 3321866. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch were tested using in house and qc isolates e. Coli enf 22571, e. Coli enf 22416, and e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. Then, control panels from the same material but different batch were tested using in house and qc isolates e. Coli enf 22571, e. Coli enf 22416, and e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All panels tested returned e. Coli identification results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five additional complaints on batch 3321866, related to this defect and unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate, e. Coli, was misidentified as shigella. No health impact or consequence reported. Report 1 of 3.